Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial channel sensitivity is not working correctly. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and one side bail cover are broken. Battery contacts are compressed and battery flex is contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.